Event description:
Caller reported a pixel issue on the pump display that affected the ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the pump was under warranty and arranged for a replacement. Customer was instructed to use multiple daily injections as a backup therapy, put the pump into storage mode, and return the malfunctioning pump using a pre-paid label.